Manufacturer narrative:
(B)(4). Additional information: batch # l53x67. The analysis results found that the tcr75 reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open pancreaticoduodenectomy, some deployed staples were formed in lumbricoid shape at the firing on the stomach. Additional suture was performed to complete the case. There were no adverse consequences to the patient.